Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to lab comparison tests, in a fed state. She had a 349 mg/dl meter reading, and a lab test result of 233 mg/dl. She did not have any symptoms. During troubleshooting, a control test result was high, 133 (88-132). On followup, the lifescan representative reviewed qc procedures and discussed meter/lab testing.